Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off by itself, then rebooting, was confirmed. Ventec opened the device in order to perform a visual inspection and observed multiple damaged components, as well as contamination on the control board. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, which did show signs of residual flux contamination.

Event description:
It was reported to ventec that the device unexpectedly powered off by itself during use. Ventec followed-up with the initial reporter, a registered respiratory therapist (rrt), via email who provided the following: "patient survived. Ventilator shut down while in use on the patient. The ventilator was removed and replaced immediately. Manual ventilation was provided to patient via ambubag while equipment was replaced." Following the event, it was observed that the device was rebooting on its own. There was no patient harm as a result of the reported issue, however, medical intervention was required to prevent permanent impairment/damage to the patient.